Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar generator they were unable to perform pacing during the procedure when needed. No further information about the procedure, patient outcome, or resolution have been provided. It is not currently known if the generator or any components will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar generator they were unable to perform pacing during the procedure when needed. No further information about the procedure, patient outcome, or resolution have been provided. It is not currently known if the generator or any components will be returned for analysis. It was further reported, per the lab manager, that 'they hooked up a temporary pacing box to the pins."